Manufacturer narrative:
No follow-up with the user facility was initiated. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Polarization change/conductor coil abandoned, interference, inappropriate therapy additional information received on this event indicates that the patient had received inappropriate therapies. The pacing rv lead was removed due to undiscernable location of an apparent fracture. The svc lead showed high impedance and an apparent fracture. After multiple attempts to remove the lead, the coil wires had broken and had become inaccessible. The lead was then capped. A new svc lead was implanted. There were no further reported patient complications as a result of this event.